Manufacturer narrative:
A component of the system, case recordings were returned and analyzed. The evaluation showed the type of scan and the CT parameters were out of recommended range. No evidence of pneumothorax was seen in the procedure recordings provided. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, post-operatively, the patient had pneumothorax. The patient required a chest tube and was hospitalized for 2 days for observation.